Manufacturer narrative:
Correction: h6

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the left ventricular (lv) lead had stimulated across all vectors at low output. The lv lead was explanted but when the physician tried to implant a new lv lead, the lv lead was unable to be implant. The lv lead was not implanted. The patient was stable.